Event description:
Fluctuating blood glucose levels [blood glucose fluctuation]. Case description: this spontaneous case from another country was reported by a pharmacist as "fluctuating blood glucose levels" and concerns a patient treated with novopen junior (device therapy) from and to unk dates for diabetes mellitus. In 2008, the patient was hospitalized. Her blood glucose level fluctuated between 40 and 180. It was suspected that novopen junior did not deliver the dialed units. They stated that the patient injected too much insulin, due to a hypoglycemia and they wanted the pen to be tested due to safety reasons, because the numbers on the back of the pen were no longer good readable. The patient also presented with influenza symptoms. Four days later, the patient was discharged from hospital. The reporter is the mother of the patient. Analysis result: product: novopen junior, lot no.: sv40001. Device conclusion: technical, visual and functional examinations were performed. Tiny glass fragments and rests of dried insulin was observed in the internal pen mechanism. This indicates that a cracked or broken insulin cartridge was used with the pen. During the investigations, this was not affecting the pen functions. However, it cannot be ruled out that the glass fragments at a time during use may have jammed some of the pen parts. The device was tested with a random penfill insulin cartridge and a new novofine needle mounted. The dose accuracy was measured by weighing. The penfill insulin cartridge returned with the delivery device was used. The result was within acceptable limits. The paint on the pen was peeling. This does not affect the function of the pen. The print on the dose indicator barrel is difficult to read due to dirt or wear. The outcome was not reported. Reporter's casualty: possible. Novo nordisk's casuality: reportable. Comment: reporter's alternative aetiology: not reported.